Manufacturer narrative:
A medtronic representative was at the site to test the equipment. Testing revealed that the 40 cm field of view calibration had not been completed. The 40 cm field of view was calibrated and verified and the system then passed a system checkout. The manufacturing representative indicated it was unknown why the 40cm field of view was not calibrated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that an error appeared on the imaging system reporting an invalid geometry calibration file. This occurred before a case, and the site used their other imaging system for the upcoming case. A manufacturing representative was on-site and calibrated the system and the issue resolved. It was unknown why the 40cm field of view was not calibrated during installation. After speaking with the radiological technologist, it was believed that someone pushed the 40cm field of view button during system testing, which triggered the navigation disabled warning message. There was no patient involved when this issue was discovered.